Event description:
The technician alleged the hand pendant cable assembly is torn and exposing bare wires. No pt impact.

Manufacturer narrative:
The technician replaced the hand pendant to resolve the issue.